Event description:
The customer observed a falsely elevated result on the ca19-9 assay for one patient while using the architect i2000sr instrument. No adverse impact to patient management was reported. The customer provided the following data: 51.87 u/ml, retest 6.99 u/ml.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.(B)(4).

Manufacturer narrative:
After further evaluation, the suspect medical device was changed on (B)(6) 2013, from architect i2000sr analyzer (list 03m74-02, sn isr07140) manufactured at abbott manufacturing, (B)(4) to architect ca19-9xr (list 02k91-35, lot 18070m500) manufactured at abbott laboratories, (B)(4). However, a product evaluation of the architect ca19-9xr reagent list 02k91-35 was performed and accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte. The product evaluation identified no product deficiency and no malfunction for the architect ca19-9xr assay (list 02k91-35, lot 18070m500), and since there was no death or injury, this event is not-reportable.